Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A procedure form stating that this lead was use as temporary pacing wire. The physician was dr. (B)(6) at (B)(6) medical center in(B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).